Event description:
Customer reported getting lots of occlusions. One night her blood glucose level got to 31 mmol/l and she decided to go to hospital where she stayed for two nights. She was taken off the pump as no one at the hospital knew how to use it. Hospital gave her insulin via a drip. The device had correctly displayed alerts regarding the occlusions. The customer had not resolved the occlusions, merely acknowledged the alerts. No allegation against any device. Nothing reported to indicate device malfunction. No indication system performing outside specifications. No product returned or replaced.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.